Event description:
It was reported that the patient was presented to the clinic, and the pulse generator exhibited a premature elective replacement indicator. The device was cleared, and the patient would continue to be monitored.